Event description:
A malfunction alarm with code 30 was reported for the customer's pump during the insulin pumping process. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump. The customer was informed about the backup therapy method of multiple daily injections (mdi) to ensure continued insulin delivery and instructed on how to put the pump into storage mode before returning it to tandem. The customer understood these instructions and agreed to return the problematic pump using a pre-paid label within ten days.